Event description:
It was reported by the customer that the pyxis medstation es system recovery of storage space was unsuccessful despite several attempts and a system reboot. A customer has indicated that the user experienced delay to patient due to reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that unable to recover failed storage space a field service engineer assessed the station and verified that the issue had been resolved by the customer. The system functioned as intended after field service engineer troubleshooted the device.